Event description:
The patient's peritoneal dialysis (pd) nurse reported the patient was hospitalized from (B)(6) 2014 to (B)(6) 2014 due to a myocardial infarction. The patient was not completing peritoneal dialysis treatment prior to the hospitalization event and there was no allegation against any fresenius product in relation to the reported event. No peritoneal dialysis treatments were missed and there was no reportable device malfunction. As of (B)(6) 2014, the patient continued to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issue. Medical records were requested.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.